Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of and capsular tear; therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. A possible contributing factor is that a posterior capsular tear might occur due to a surge of aspiration after the rate of aspiration is increased due to an occlusion within the tubing of an irrigation/aspiration (I/a) handpiece. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the patient experienced a capsular tear during the cortex removal of a cataract extraction procedure of the right eye. The patient has a history of weak zonules and a floppy capsule pre-operatively. The patient required an additional vitrectomy procedure. There was no system message displayed. The case was completed using the same irrigation/ aspiration handpiece. The surgeon is uncertain how or why the tear occurred.